Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2011 and topical skin adhesive was used. Twenty four hours after the application in the center incision, it was so taunt that it had to be cut off and the skin where the circulation was cut off, the product had to be removed. A second surgery to repair the skin will need to be done. There was swelling throughout. Additional information has been requested.